Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). The returned grasp was found to be broken. The broken-off piece was not returned. The grasp is showing deformations, scratches and grinding marks on the jaw, which indicates heavy contact with an hard object. The described damages are visible on the broken side as weil as on the opposite side and the counter piece. The macroscopic inspection of the breakage surface shows the surface to be raspy and ragged which indicates an overload breakage, no corrosion or beach marks are visible. The root cause most likely is an overloading of the instrument due to grasping hard objects which lead to the present damages and the breakage. The forceps is intended for gripping tissue during interventions, therefore the present damages are suspected to not result from an intended use. No indications for a manufacturing or material related failure were found during the investigation.

Event description:
It was reported that there was event with a "grasper". According to the information received, the jaw broke during surgery. Part was not retrieved. Further information is not available.